Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe pain / abdominal pain'), pelvic pain ('chronic intermittent pelvic pain') and menstruation irregular ('menstrual irregularities') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coil with nickel base noted to be coiled/bunched almost coil with nickel base noted to be coiled/bunched almost entirely in left cornua and likely uterine cavity rather than in the fallopian tube.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), device expulsion ("coil with nickel base noted to be coiled/bunched almost coil with nickel base noted to be coiled/bunched almost entirely in left cornua and likely uterine cavity rather than in the fallopian tube."), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), heavy menstrual bleeding ("heavy menstrual bleeding"), pelvic discomfort ("discomfort"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, back pain, abnormal weight gain, migraine, heavy menstrual bleeding, pelvic discomfort, rash and dyspareunia had not resolved and the pelvic pain, menstruation irregular and device expulsion outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, device expulsion, dyspareunia, heavy menstrual bleeding, menstruation irregular, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: she has never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2021 (per mr) procedure(s): laparoscopic bilateral salpingectomy, essure removal procedure in detail: essure coil with nickel base noted to be coiled/bunched almost entirely in left cornua and likely uterine cavity rather than in the fallopian tube. Essure coil appropriately located in right fallopian tube. Bilateral essure coils entirely removed. Indication: patient with chronic intermittent pelvic pain (worse on left) and menstrual irregularities since essure devices placed in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following ones were reported in patients medical records: pelvic pain, menstruation irregular and device expulsion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessary indicative of the quality defect. As no batch number was reported a technical batch investigation and a review of similar ae cases is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is plausible a relationship with the reported medical events could not be totally excluded. Most recent follow-up information incorporated above includes: on 24-aug-2021: the case becomes serious incident. Mr received. Reporter information , date explanted , event : " coil with nickel base noted to be coiled/bunched almost coil with nickel base noted to be coiled/bunched almost entirely in left cornua and likely uterine cavity rather than in the fallopian tube'', pelvic pain and menstrual irregularities were added . Product removal details were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.